Event description:
It was reported, low pacing impedance and an increased capture threshold were observed on the right ventricular (rv) lead. A perforation was suspected. During the revision procedure, it was noted the left ventricular (lv) lead was noted to be dislodged. The rv and lv leads were explanted and replaced to resolve the event. The patient was stable.